Manufacturer narrative:
June 22, 2006 the analysis from the manufacturer is pending.

Event description:
It was reported that during an implantation procedure, the lead would not stay in place. After the lead was removed from the body, it was reported that the deployment mechansim did not seem to be working properly. Therefore, the lead was not implanted.